Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was thoroughly inspected and analyzed. Visual inspection confirmed the polyurethane tubing was puckered approximately 375-385 mm from the terminal pin, appearing to be the suture sleeve tie down site. Two bends were also noted in the polyurethane tubing at approximately 392 and 395mm from the terminal pin. The anode and cathode conductor coils were fractured approximately 395mm from the terminal pin at the second bend location. Due to the returned condition of the lead, routine mechanical and electrical testing was unable to be performed.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited impedance measurements greater than 2,000 ohms. The lead was found to be fractured. The device was reprogrammed to high lv outputs. An invasive surgical procedure was performed, and the lv lead and device were explanted and replaced. No further complications were observed.